Manufacturer narrative:
The cool-cap system was returned to natus for evaluation. Natus factory service found that a cooling module inside the cooling block was operating out of specification. Both cooling modules were replaced and the repaired cool-cap system was returned to the user facility. The complainant reported that the repaired cool-cap system passed their initial testing. No further communication was received.

Event description:
It was reported to natus that a cool-cap system was not cooling quickly enough when the cap temperature was set to 8 degrees c. The temperature remained at 14 degrees c three hours after setting the cap temperature to 8 degrees c. A patient was being treated with the system when the event occurred. The patient was immediately moved to another cool-cap system. The cool-cap system involved in the event was taken out of service. There was no report of death, serious injury, or environmental/safety concerns. The biomed at the user facility who reported the event did not witness the event and could not provide any additional details. Temperature data could not be retrieved because the system had been rebooted. The biomed tested the system's performance immediately after the event. The patient weight was selected as (B)(6) and the gestational age was selected as 36 weeks which prompted the cap temperature to 23.1 degrees c. After an initial cooling period the biomed set the cap temperature to 12 degrees c. The biomed stated that it took about an hour for the cap temperature to reach 12 degrees c. Natus technical service asked the biomed to set the cap temperature to 15 degrees c, and within 8 minutes the cap temperature reached 14.7 degrees c.